Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported not being able to drain on the fresenius cycler and did not complete treatment. It was stated that the patient was hospitalized on (B)(6) 2024 and had an infection and underwent pd catheter removal (non-fresenius product). In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was initially diagnosed with peritonitis characterized by abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (in the outpatient pd clinic on (B)(6) 2024) which had an elevated white blood cell (wbc) count and no organism growth. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient was recovering from the event and continuing pd treatment with the same cycler with a course of antibiotics for 3 weeks. However, the nurse indicated the patient subsequently became unable to drain during pd treatment resulting in hospitalization on (B)(6) 2024. The nurse reported that it was discovered the pd catheter (not a fresenius product) had migrated and was malpositioned. The nurse stated the reported drain issues were caused by pd catheter malfunction and not the fresenius cycler. The patient had the pd catheter removed and was transitioned to hemodialysis for renal replacement needs and intravenous (IV) vancomycin for peritonitis. The patient remained in the hospital when follow-up was performed and recovering, according to the nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in infection control in the patient¿s home.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to breach in infection control in the patient¿s home. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritonal dialysis (pd) patient reported not being able to drain on the fresenius cycler and did not complete treatment. It was stated that the patient was hospitalized on (B)(6)2024 and had an infection and underwent pd catheter removal (non-fresenius product). In an additional call, the patient¿s pd nurse reported that on (B)(6)2024 the patient was initially diagnosed with peritonitis characterized by abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (in the outpatient pd clinic on (B)(6)2024) which had an elevated white blood cell (wbc) count and no organism growth. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient was recovering from the event and continuing pd treatment with the same cycler with a course of antibiotics for 3 weeks. However, the nurse indicated the patient subsequently became unable to drain during pd treatment resulting in hospitalization on (B)(6)2024. The nurse reported that it was discovered the pd catheter (not a fresenius product) had migrated and was malpositioned. The nurse stated the reported drain issues were caused by pd catheter malfunction and not the fresenius cycler. The patient had the pd catheter removed and was transitioned to hemodialysis for renal replacement needs and intravenous (IV) vancomycin for peritonitis. The patient remained in the hospital when follow-up was performed and recovering, according to the nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in infection control in the patient¿s home.